Event description:
Study event. Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after stenting procedure in 2006. It was reported that after the stenting procedure of the left internal carotid on three days earlier, the patient experienced stroke symptoms beginning on event day. A CT scan of the brain was performed and was negative for hemorrhage. The event has resulted in prolonged hospitalization and a heparin drip was administered. The patient's condition is reported to be unchanged. The patient was discharged to rehab on two days later. No additional information was available.